Event description:
Healthcare professional reported that two months after injection juvederm voluma xc, the patient developed red and white spots and lumps. Hyaluronidase was provided as treatment.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of red and white spots and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.